Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that the insulin pump gave alert with no reservoir detected. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 the customer alleged no delivery/occlusion alarms during therapy. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. No confirmed several pump alarm no delivery alarm on 03/21/2021, however found several alarms on the day prior on 03/21/2021 at 01:30:00, 01:34:52, 01:36:42, 01:38:36, 01:40:38, 01:50:00, 01:59:00, 02:09:00, 02:49:00, 05:00:00, 05:10:00, 08:41:00, 08:51:00, 10:49:00, 10:59:00, 11:04:00, 11:14:00, 11:25:00, 12:08:00, 12:08:00, 12:39:00, 13:20:00, 13:30:00, 14:08:00, 14:18:00, 14:28:00, 14:29:00, 14:39:00, 15:11:43, 15:12:30, 15:12:50, and 15:44:00 in the pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. The electronic assemblies and motor assemblies were inspected, and dried insulin was found on the motor slide and motor contacts. The following were noted during visual inspection: pillowing keypad overlay, cracked case on battery tube, keypad overlay peeling, and cracked keypad overlay in summary, pump passed required testing, however was found to have moisture damage on the motor during later inspection. Customer alleged for no delivery/occlusion was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.